Manufacturer narrative:
Reported event: an event regarding loosening involving unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient impending revision due to loosening. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product details, operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No additional information.

Event description:
As per pss implant request case (B)(4): failed acetabular cage. Sudden onset of increasing pain with x-rays showing displaced loose cage construct.